Event description:
It was reported that the "fiber was not recognized." Additional information as to when this occurred is not available. The procedure was completed with an alternate surgical procedure "turp." "No damages to the patient" reported.